Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be missing. The device was observed to be in good condition. The device's event history log was reviewed for evidence of the reported problem, but no date was given in the log. Accuracy testing was performed for functional testing. Upon testing, the device was unable to duplicate the reported problem. The service history review identified no indication that the complaint was related to a service of the device within the review period., corrected data: health effects - health impact corrected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device is under infusion, does not pass accuracy test. Customer reports of an under delivery and uncertain of the cause. No patient involvement biomed reports of under infusion and asking is the device is out of tolerance? Are there ?out-of-tolerance' giving sets in circulation? Are we conducting the accuracy test incorrectly? Additional information received test details and photo attached to complaint. The device was indeed tested with the admin sets provided. The users had noticed that after infusion too much fluid was left in the bag. This indicated possible under-infusion and the pump (complete with admin set) was handed over for investigation. They were tested for delivery accuracy and found that it was slightly out of tolerance, delivering a little less than it should. This could be caused by an issue with giving sets (not so likely the device). However, it is possible that the admin sets are not within tolerance. This is what needs to be determined.